Manufacturer narrative:
Concomitant medical products: product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving hydromorphone (1 mg/ml at .1 mg/day), bupivacaine (15 mg/ml at 3.98 mg/day) and fentanyl (125 mcg/ml at 33.21 mcg/day) via an implantable infusion pump. It was reported that the drugs were switched today and the bridge bolus was missed. No symptoms were reported and the patient came back to have the error corrected. No further complications have been reported as a result of this event.